Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 (mg/dl). Glucose tablets were consumed to address bg levels. Reportedly, customer delivered a bolus prior to experiencing low bg and believes their settings may need adjustment. Recommendation was made to consult with their health care provider to discuss diabetes management.